Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer advised they adjusted the settings and are getting better with site changes. Customer advised when the sets are placed in the back or the stomach it results in high blood glucose levels. Customer's mother advised they will call back to speak to the helpline.